Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm that discovered the issue replaced the batteries and completed the pm. All functional and safety tests were performed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm) on the cs300 intra-aortic balloon pump (iabp), the battery failed the runtime test. There was no patient involvement and no adverse event was reported.